Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 13.2 mm in the cartridge with forceps and the lens tore. This was prior to insertion so no pt contact or injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is in pieces-unable to evaluate. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.